Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad and the rubber keypad cover was missing/detached. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The contrast button contact was found to be missing and the button was unresponsive. Contamination was observed under all key contacts. Evaluation also revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Additionally, evaluation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/07/2015.